Event description:
It was reported by the patient¿s parent and the clinician that the device longevity decreased from a predicted six and one-half years to two years in a span of nine weeks. It was further reported that the patient complaints of dizziness and light headedness and the right ventricular lead is fractured. The device and lead remain in use. The patient will return to the clinic for follow up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received that rv lead impedance was 171 ohms. Capture threshold was <(><<)>1v@.4ms. It was noted that the patient recently had valve surgery. The lead remains in use. No patient complications have been reported as a result of this event. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01 ipg implanted: (B)(6) 2014. (B)(4).

Event description:
Additional information was received reporting the lead and device were replaced.

Event description:
Additional information received reported that a review of holter monitor data noted t-wave oversensing (twos) and intermittent loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.